Event description:
It was reported that shaft hole occurred. The 96% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mm x 2.25mm wolverine coronary cutting balloon monorail was selected for coronary stent implantation. During the procedure, the balloon was leaking from the tip of device, and a hole was noted in the outer shaft. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
(B)(6).